Event description:
It was reported that when they adjusted the balloon after they stented with a 6x18x135 palmaz blue .018 transhepatic biliary stent, the balloon got stuck on the stent. They had to remove the guide, balloon, and wire. There was no patient injury reported. The stent was deployed in a renal artery. When they adjusted the balloon after they stented, the balloon got stuck on the stent.

Manufacturer narrative:
This device is available for analysis but has not yet been received. The stent remains implanted. Review of lot 16000363 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: during withdrawal of a palmaz blue .018 transhepatic biliary stent the balloon got stuck on the stent. The guide catheter, balloon and guidewire were removed together. There was no patient injury reported. The target lesion was a mildly calcified and tortuous renal artery with 90% stenosis. There were no anomalies/damages noted to the device prior to use. The product appeared normal when removed from its packaging. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. A sheath was not used for the procedure. A 0.018 guidewire and a 6f cordis guide catheter were used for the procedure. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The inflation device was in neutral position when the system was being advanced/withdrawn. It was confirmed that the balloon was fully deflated prior to withdrawal of the device after stent placement; however, during adjustment of the balloon it became stuck on the stent. Negative pressure was maintained on the inflation device during withdrawal of the system. The procedure was completed by removing the balloon and guide together as one unit. One non sterile blue/slalom 6.0mm x18.0 cm /135.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. The stent was not received with returned device. Stent marks were observed in the balloon. A cordis gc 6f .070 was received with returned device. The balloon was received inside the gc. There were dry blood residues observed in the returned device. Unknown valve was received with returned device. Two kinks were observed in body shaft of guiding catheter at 37.0cm and 86.0cm from distal tip end. Insertion/withdrawal test was performed with blue/slalom device and lab. Sample of gc 6f .070" the balloon cross through the gc without difficulty and resistance was not felt during the test. Insertion /withdrawal test could not be performed with blue/slalom and the gc returned device due to dry blood residues were found obstructing the inner lumen of returned gc. Review of lot 16000363 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon withdrawal difficulty-snagged/caught on stent reported by the customer could not be confirmed through analysis of the returned device. The exact conditions of use could not be replicated; however, withdrawal of the device through a lab sample guide catheter was conducted during analysis and no difficulty was noted. Based on the information available for review, the balloon fully deflated for withdrawal. It is possible that vessel characteristics (tortuosity of target lesion) and procedural factors (balloon caught on deployed stent) likely contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional details were provided by the sales representative. The target lesion was mildly calcified, mildly tortuous, and had a 90% rate of stenosis. There were no anomalies/damages noted to the device prior to use. The product appeared normal when removed from its packaging. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. The stent delivery system (sds) was prepped according to IFU guidelines. A sheath was not used for the procedure. A 0.018 guidewire and a 6f cordis guide catheter were used for the procedure. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The inflation device was in neutral position when the system was being advanced/withdrawn. It was confirmed that the balloon was fully deflated prior to withdrawal of the device after stent placement. Negative pressure was maintained on the inflation device during withdrawal of the system. The guide catheter was repositioned by advancing or withdrawing over the stent. The procedure was completed by removing the balloon and guide together as one unit. The complaint product was returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.